Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Investigator unable to access the pump event history log due to constant error alarm. According to the investigation, the customer reported problem was confirmed, and the pump main board was inoperable. Investigator replaced the pump main board to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical pump was presenting with error 41171. There was no patient present at the time of the event. There were no reported adverse events.